Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an unspecified report error. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Updated product problem. Device code updated.

Event description:
It was reported to philips that the device battery was unable to hold a charge. There was no reported patient or user involvement and no adverse patient/user impact.